Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty cine drive. System operates as intended.

Event description:
It was reported that the system would not save cine runs from an exam. No pt injury was reported.